Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the surgeon found difficulty in the cutting of the tlc55 instrument (incomplete cutting). The case was completed using the same device with a reload. There was no consequence to the patient.